Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 235,809 joules. The procedure was completed with a second fiber. No patient or end user injury was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.